Event description:
It was reported that, "the arthroplasty was revised due to femoral loosening. The cup malposition was noted to be at 60 degree anteversion. Both the acetabular and femoral components were revised. The components were implanted in situ for 2.7 yrs".

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.